Event description:
A review of svc data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, it was discovered that the case was cracked open. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the monitor case was separated and the white wire bundles were disconnected from the end cap. The white wire bundles allow for communication to occur between the belt connection and the monitor as well as communication between the monitor and communication port. The cause of the damaged white wire bundles is the separated case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The last pt to use this monitor did not report any problems.